Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the original equipment manufacturer (OEM). Please see updates in the following sections: b4, d10, g4, g7, h2, h3, h6 and h10. The original equipment manufacturer (OEM) investigated retain samples of the single use suction valves (maj-209), lot number h8x04. Based on the OEM¿s investigation, this device was manufactured after a change and replacement in the molding supplier and the manufacturing process for the suction valve in (B)(6) 2018. The OEM reported that the suction valves that were manufactured post changes met the product¿s standard specifications for stiffness. However, when an unexpected large load or excessive force was applied to the suction connector, the valves were breaking or had the possibility of breaking. Lot h8x04 was confirmed to be one of the affected lots. The OEM has implemented the necessary steps to address the reported issue.

Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon return of the device, an evaluation will be performed, and a supplemental report will be submitted.

Event description:
The service center received a report of six single use suction valves (model maj-209) , all from lot number h8x04, that had out of box failures, stems break upon removal from the scopes, in six separate reported events. This is for the first suction valve which stem broke upon removal from the scope. It was not reported the type of procedure or details of the entire of event. It was reported that no broken items fell into the patient, no medical intervention was needed, and there was no patient injury. This is report 1 of 6.